Event description:
It was reported to philips by a customer that the unit had an error code 1111 for oxygen device failure. The device was in clinical use, providing therapy at the reported event. No user or patient harm was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted when new information is obtained.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted when new information is obtained.

Event description:
It was reported to philips by a customer that the unit had an error code 1111 for oxygen device failure. The device was in clinical use, providing therapy at the reported event. No user or patient harm was reported.

Manufacturer narrative:
The bench technician confirmed the issue and replaced the data acquisition and oxygen solenoid valve to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The bench technician also found front panel assembly, bezel end cap, and top cover issues during the evaluation. Additional information was requested if these resolved the issue.

Manufacturer narrative:
The data acquisition (da) pcba and oxygen valve solenoid assembly were returned for failure analysis. Visual inspection of both parts revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the data acquisition da pcba and oxygen valve solenoid assembly into a fi ventilator to duplicate the reported issue of pressure sensor auto-zero failed. The technician could not replicate the reported problem. The da pcba and oxygen valve solenoid assembly passed testing and no failures were identified.

Manufacturer narrative:
The bench technician replaced the front panel assembly, top cover, average volume assured pressure support (avaps) option label, c-flex option label, and the bezel end cap to resolve the reported issue.the unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The replaced parts have not been received by the manufacturer for internal analysis; therefore, the root cause cannot be determined at this time. A root cause analysis at the component level will be performed if parts are received.